Event description:
It was reported that the patient¿s blood glucose (bg) reached 300 mg/dl while wearing the pod on their arm for approximately 11 hours. After noting elevated bg levels, the patient found the cannula had not properly inserted into their skin as intended, and there was insulin leaking from the pod site. The patient also stated that the pink slide did not move forward, which would indicate a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone17.2cgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.